Event description:
As reported by the user facility: reports the t-port luer lock end of the product "spins" and often does not have enough friction to stay in place. This can lead to inadvertent IV disconnections that could easily go undetected. This issue only occurs with the t-port set (catalog #(B)(4)). The set with the straight port works properly and does not have this issue (catalog # (B)(4)). In one occurrence, blood loss was reported in a pediatric pt. The amount of blood loss is unk.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Multiple follow-up attempts to the facility to obtain additional info were unsuccessful. The actual devices involved in the reported incident were not returned for eval. However, the facility returned one (1) unused t-port extension set, with packaging indicating the reported lot number (0061371666). The male spin-lock collar on the t-port was connected to a female luer by fully rotating the collar. The assembly was then subjected to an air pressure (leakage) test according to specification with acceptable results. There were no leakages observed and the luer connections did not disconnect during the testing time frame. In addition, the luer connectors on the set met the applicable iso luer gauge specification. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported events. The returned sample met specification, and the reported failure could not be reproduced. If additional pertinent info becomes available, a follow-up report will be filed.